Manufacturer narrative:
Philips service reloaded the software and returned the system to normal operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; software was reinstalled to restore functionality on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.